Manufacturer narrative:
An event regarding alval involving an exeter v40 stem 44mm no 3 was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Stryker UK received a letter from corries solicitors in relation to a (B)(6) male patient who underwent a left primary thr on (B)(6) 2007. The solicitor reported that the patient made a good recovery and was listed for the right hip to be done in (B)(6) 2007. The solicitor reported that the patient underwent a right primary thr on (B)(6) 2008. The patient returned to hospital a little earlier than scheduled as he had become aware of an abnormal sound from his left hip which occurred when he was going up and down the stairs although there was no associated pain or other symptoms. As x-rays were normal, the surgeon decided to monitor the patient to be reviewed in 3 months' time. The solicitor reported that by (B)(6) 2011, the patient began complaining of pain, stiffness, difficulty in walking and left leg swelling. The solicitor reported that the patient was reviewed in clinic on (B)(6) 2011 complaining of increasing pain bilaterally, particularly affecting the left hip. The patient was referred for metal ion tests an MRI scan and an aspiration. An MRI carried out on (B)(6) 2011 confirmed a diagnosis of alval lesions around the left hip replacement. The solicitor reported that at this time the pattern was associated with the reaction of a failing metal-on-metal prosthesis, although there was no evidence of infection. The patient was seen in clinic on (B)(6) 2011 and was advised that the aspiration procedures showed very little fluid on the left but quite a large brown stain of fluid on the right. The surgeon therefore indicated that the problems were bilateral and therefore revision of both hips would be needed. The patient's right hip was revised on (B)(6) 2012. The solicitor reported that the patient is not recovered following on from his bilateral revision surgery and has been left with constant pain around the hips. This pi has been raised for the patient's right hip.

Manufacturer narrative:
The information in this report was provided by a foreign solicitor. Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0054, lot # fm063641, description: mitch trh md hd sz 54+0, manufacturer: depuy. Cat # mac-9988-5460, lot # fm060769, description: std mitch trh cp sz 54/60, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be submitted in a follow up report upon completion of the investigation. Device not available.

Event description:
Stryker (B)(6) received a letter from corries solicitors in relation to a (B)(6) male patient who underwent a left primary thr on (B)(6) 2007. The solicitor reported that the patient made a good recovery and was listed for the right hip to be done in (B)(6) 2007. The solicitor reported that the patient underwent a right primary thr on (B)(6) 2008. The patient returned to hospital a little earlier than scheduled as he had become aware of an abnormal sound from his left hip which occurred when he was going up and down the stairs although there was no associated pain or other symptoms. As x-rays were normal, the surgeon decided to monitor the patient to be reviewed in 3 months' time. The solicitor reported that by (B)(6) 2011, the patient began complaining of pain, stiffness, difficulty in walking and left leg swelling. The solicitor reported that the patient was reviewed in clinic on (B)(6) 2011 complaining of increasing pain bilaterally, particularly affecting the left hip. The patient was referred for metal ion tests an MRI scan and an aspiration. An MRI carried out on (B)(6) 2011 confirmed a diagnosis of alval lesions around the left hip replacement. The solicitor reported that at this time the pattern was associated with the reaction of a failing metal-on-metal prosthesis, although there was no evidence of infection. The patient was seen in clinic on (B)(6) 2011 and was advised that the aspiration procedures showed very little fluid on the left but quite a large brown stain of fluid on the right. The surgeon therefore indicated that the problems were bilateral and therefore revision of both hips would be needed. The patient's right hip was revised on (B)(6) 2012.